Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse reported that he removed the batteries from their charging ports and reinserted. He then plugged the system to power and let the batteries charge while completing the work at hand, and the batteries completely charged. The fse then attached the trainer and balloon to the iabp and ran the iabp for 2 hours and 25 minutes, after which he re-plugged the iabp to power and allowed it to charge overnight. The fse then returned to the site the following day and found that the batteries had fully charged again overnight. He then replaced the safety disk due to cycle usage and reattached the trainer and balloon and ran the unit for 2.5 hours again. The fse then completed all performance and safety tests to factory specifications, and returned the iabp to customer as approved for clinical use and plugged in for battery recharge.

Event description:
It was reported that while a getinge senior territory manager (stm) was performing scheduled work onsite, the customer brought the cardiosave intra-aortic balloon pump (iabp) in, and stated that the batteries would not charge. There was no patient involvement and no adverse event was reported.